Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a possible stroke. There were no complications during the procedure. The lesion was 1.3 x 0.7 centimeters in size and located in the periphery of the right upper lobe. A couple hours after the procedure, the patient developed sudden onset of unilateral weakness. The patient woke up and could move neither their left arm nor left leg. A CT scan, ctas and MRI were performed, all with negative results. The patient was admitted for a couple of days for observation. A MRI was negative. After discharged (24-48 hours later), the patient's weakness slowly improved and the patient's strength significantly improved (the patient was able to walk), but some mild weakness was still present. The physician spoke with the neurologist and it was concluded that the patient likely had a mild/small stroke even though the MRI was negative. Lesion biopsy findings were nondiagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. Mso review: a female patient of unknown age and medical conditions underwent and ion endoluminal biopsy of a 1.3 x 0.7 cm lesion in the right upper lobe without issue. Hours after the procedure the patient developed sudden unilateral weakness of the arm and leg. CT scans including CT angiogram were negative. The patient was admitted for observation then discharged. An MRI was also negative. The patient¿s weakness improved to where she could ambulate with some mild residual weakness. A neurologist concluded the patient suffered a mild stroke too small to be detected by an MRI. There was no allegation of malfunction of the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A more recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. The presence of associated co morbid conditions which may have contributed such as prior stroke, cardiovascular disease, hypertension, dyslipidemia and smoking are unknown. Based on the available data the adverse event was not related to the ion system, instruments or accessories but may have been related to a combination of the procedure and general anesthesia. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.